Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout that occurred. The device powered up and passed functional testing with a test battery pack. The battery depletion was attributed to a software timeout condition as the device remained on for over 17 hours. The main printed circuit board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received by zoll medical UK for shipment to zoll medical corporation- chelmsford for evaluation. This claim will be re-opened for investigation when the device is received at zoll chelmsford.